Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. Name of hospital: (B)(6) hospital phone number of hospital / reporter: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient got hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2024 and got discharged on (B)(6) 2024. Length of hospitalization was greater than 24 hours. Patient's blood glucose (bg) at time issue noticed was 744 mg/dl. The customer addressed high blood glucose by insulin drip. Patient's current blood glucose value was 265 mg/dl. No further information available.